Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total laparoscopic hysterectomy, sacrolpexy - "the tip of the trocar sleeve broke while in use. Procedure being performed was a total laparoscopic hysterectomy, sacrocolpexy." Patient status unknown.

Manufacturer narrative:
The customer was contacted for additional information, but was unable to provide any further details regarding the incident. Update - reprocessed device status. We have tried to obtain the incident device for evaluation with no success. Changed to unknown status investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records could not be conducted as the customer was unable to provide a lot number for the device. The exact root cause of this incident could not be determined. Although the exact root cause of the incident could not be determined, applied medical has received reports of similar issues and has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.